Event description:
The customer reported that the balloon did not deflate easily. Attempts to clarify the circumstances of use were not successful; it is not known if the syringe was left attached to the gate valve during the deflation attempt.

Manufacturer narrative:
One catheter was received with no components. Balloon testing was performed with a laboratory sample syringe. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which is within allowable specification. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body. The complaint was not confirmed. Even though the balloon may deflate with the syringe attached, the catheter was designed to be passively deflated with the syringe removed. All swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve". After deflation, the syringe should be re-attached to the gate valve. The friction between the syringe barrel and plunger may be too great for the elasticity of the balloon latex to overcome; therefore, this is not a reliable method for deflation. No other actions will be taken at this time.